Manufacturer narrative:
The device was returned for evaluation and it was found that the plunger and ratchet extension locking was firm although there was a minor wear on the plunger stud. Index knob was not locking firmly and the base was cracked near the thread. The helicoil was standing out of the base. Device history record review showed that the device exceeded its expected life of 7 years. The device was manufactured in 2004. The reported complaint was confirmed. The complaint was likely caused by wear and tear over time. The definite root cause could not be reliably determined. Device identifier # (B)(4).

Event description:
A customer reported that they experienced movement of the quick release lock mechanism of the a1059 mayfield modified skull clamp during a procedure. Additional information received on 01mar2019 indicated that the patient experienced "minor injury". Additional information has been requested.